Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change due to voltage leak on the interface board. However, the insulin pump passed the idle current measurement test, run current measurement test, self-test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The motor passed the motor test. The drive support disk was inspected and no anomaly was noted. The displacement test functioned properly. The insulin pump was received with normal operating currents. No unexpected low battery alarm noted. The insulin pump was monitored for several days and no external ram crc error alarm noted. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, cracked case at the reservoir tube window corner and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high to 401 mg/dl, due to over treating for low blood glucose. The customer treated with the bolus wizard. The customer was unsure of any possible damage to the drive support disk. Insulin exited with a manual prime and no leaks or air bubbles were observed. The cannula was not bent. The insulin pump passed the high pressure test. The insulin pump alarm history had multiple reset error and history error alarms. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.